Manufacturer narrative:
It was reported that during transfer of a patient from the stretcher to a bed, the cardiohelp alarmed and had no flow or prm displayed. The user increased the rpm to 3700, and cardiohelp displayed both rpm and flow as dashes. The zero flow mode and bubble interventions were not activated. The user does not have any bubble interventions set up. The hls set was hand cranked via emergency drive, e-drive. The cardiohelp was powered down and powered up and was working as expected. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp device was exchanged, and there was no flow during transport, a report is required. A getinge field service technician (fst) was sent for investigation on (B)(6)2024. The no flow failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and "no flow", "no disposable detected" "pump disposable error - stop" could be confirmed on the date of event. However, these error messages are in relation to the hls set being transferred to the e-drive. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure; no or low rpm because of intervention / problems with sensors (pressure, bubble, flow, lpm mode and level due to: - influence of other ultrasonic devices, e.g flow sensor - disturbance (emi). According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2022-11-29. The device history record (DHR) of the cardiohelp (material: 701072780, serial: (B)(6)) was reviewed on (B)(6)2024. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The review of the non-conformities has been performed on (B)(6)2024 for the period of (B)(6)2022 to (B)(6)2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This is not in scope of any ongoing field action and/or capas. Based on the results the reported failure "no flow or rpm displayed" could be confirmed within the log files but is not related to the malfunction of the device. The failure could not be replicated nor confirmed by the getinge fst. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).

Event description:
The failure occurred during transport of a patient. It was reported that during transfer of a patient from the stretcher to a bed, the cardiohelp alarmed and had no flow or prm displayed. The user increased the rpm to 3700, and cardiohelp displayed both rpm and flow as dashes. The zero flow mode and bubble interventions were not activated. The user does not have any bubble interventions set up. The hls set was hand cranked via emergency drive. The cardiohelp was powered down and powered up and was working as expected. As the cardiohelp device was exchanged during treatment, and there was no flow during transport, a report is required. Complaint ID#: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.